Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown, product type software, product ID ct900e lot# serial# (B)(6), product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving an unknown drug via an implantable pump for malignant pain. It was reported the rep was getting service code 338 (connection interrupted) when he attempted to connect to the patient's pump. The troubleshooting performed involved verifying all apps were on the latest available version. It was unknown if the issue was resolved at the time of this report. Additional information received reported the cause was unknown. No actions and interventions were taken to resolve the 338 service code on the clinician programmer. The reporter switched tablets because this error code is displayed so frequently and causes delays during implant. The issue resolved itself by exiting the app.